Event description:
The customer stated the device was defective and it did not work. No patient injury was reported,

Manufacturer narrative:
The returned device was inspected. Excessive corrosion was found on the connector pins and inside the connector module and could not be removed. Several requests were made to obtain the hospital's decontamination procedure without response. Device history records were reviewed and no anomalies were found related to this type of reported incident. Based on the reported information and the condition of the returned device, we are unable to determine the root cause of the reported incident.